Manufacturer narrative:
The device was returned for analysis. The reported activation failure was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately calcified, heavily tortuous and 80% stenosed anatomy and/or inadvertent mishandling resulted in the noted shaft bend and the noted shaft kink preventing the shaft lumens from moving freely; thus resulting in the reported activation failure/noted premature activation and the noted mechanical jam. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the carotid artery with moderate calcification, heavy tortuosity and 80% stenosis. The acculink self expanding stent system (sess) was advanced to the lesion; however, the stent did not come out of the delivery catheter during deployment. Another stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified that the stent was partially deployed 2 centimeters from the distal end of the sheath. No additional information was provided.